Event description:
It was reported that during a follow up, upon interrogation, an alert for battery reaching eri/eol and high hv lead impedance was observed. The device was explanted. The patient was unaffected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high hv lead impedance was not confirmed in the laboratory. The hv lead impedance trend measurements were found to be normal during the time of implant. The reported field event of short eri to eos margin was confirmed via review of programmer printouts. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the battery depletion.

Event description:
New information received notes that the atrial parameters had improved when the new device was implanted.